Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the tip of a drill bit with depth mark broke off. The broken drill bit remained inside the patient¿s bone as the tip of the device was imbedded in the patient¿s bone. The surgeon did not schedule the patient for another surgery in relation to the retained piece of the device. The procedure was completed because there was a back-up device provided. There were no fragments generated from broken device. There was no surgical delay. Patient outcome was stable. This is report 1 of 1 for complaint (B)(4).